Manufacturer narrative:
Field service engineer replaced the power supply. The power supply was returned and evaluated. The evaluation confirmed the foam material ignited and the fire was contained within the power supply. Root cause appears to have been a component failure of fuse f1. The investigation identified the foam material inside the power supply was ignited. The foam material is intended as a sound absorber. The power supply unit is completely sealed within a metal enclosure. It is unlikely any internal flames would have an opportunity to escape to the outside, and would likely extinguish on their own. (B)(4). This reportable event was identified during a retrospective review conducted between (B)(6) 2008 and (B)(6) 2010 of complaints for additional reportable events.

Event description:
Customer reported a burning smell and smoke originating from the power supply of the coulter lh 750 hematology analyzer on (B)(6) 2009. The laboratory was evacuated and the power supply was moved outside the building. Fire personnel were not called. Once outside the building, maintenance personnel removed the metal cover of the power supply and noted the presence of flames. The fire was contained to the power supply and there were no injuries. Two lab personnel started having headaches and were sent to emergency room. They were checked out and released back to work with no treatment.